Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) counterpulsation balloon console gives a low vacuum error. No patient harm or injury reported

Manufacturer narrative:
Due to character limitation in e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.